Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pulmonectomy procedure on (B)(6) 2018 and suture was used. The needle detached from the suture during continuous suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary a labeled winding former with a needle inserted in a pink sponge was returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and none was noted. The needle had a normal swaged. Slight marks on the body of the needle that appear to be by the use of a surgical instrument were observed.the suture was not returned to determine the assignable cause. Due to the sample condition, the assignable cause of the pull off could not be determined as the suture was not returned.